Event description:
A patient reported she had frequency and urgency and needed to turn it a up a little, but they needed help using the patient programmer. The patient stated she called her healthcare professional (hcp) and the lady at the hcp¿s office told her a lead might have moved in a fall, or she may need to change to a different program. The patient stated she had fallen 3 or 4 times in the last year. The patient¿s therapy was not on, the patient was on program 1 at 2.0 v. The patient increased on program 2 to 2,6, but did not feel stimulation and wanted to change programs, the patient increased stimulation and felt stimulation in the correct area. The patient changed to program 2 at 4.1, at first the patient stated she did not feel it, but then stated she felt a faint pulsing in her external right labia. The patient noted she had an appointment with the hcp on (B)(6). The patient reported urgency and frequency and noted the symptoms were gradual in on set. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v846375 , product type: lead.

Event description:
Additional information from the patient reported they had notified their managing healthcare professional (hcp) and had appointments on (B)(6). The patient reported the circumstances that led to the fall, frequency, and urgency was they had fallen in their home, dislodging one lead to their device, leading to frequency and urgency. The patient reported the frequency and urgency had been resolved. The patient stated new, replacement device, re-connection of the broken lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.